Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure the small yellow plastic guard broke off the side of the instrument and was found in the pocket of the endoscopy drape. A new spatula was retrieved and case continued. Procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint: "small yellow plastic guard broke off the side of the instrument and was found in the pocket of the endoscopy drape. A new spatula was retrieved and case continued." The instrument was found have a broken distal clevis at the base of the clevis. The broken piece was not returned, measuring roughly 0.2115¿ x 0.2540¿ in size. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. Probable root cause is attributed to attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal. Instrument collisions with other hand-held instrumentation or instrument driven outside the field of view can also cause damage to the instrument distal clevis.

Event description:
Refer to h11 for follow-up information.